Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles and gaps in the tubing. The user's blood glucose level was 185 mg/dl. The contact successfully primed the tubing to remove air bubbles and resumed insulin delivery.